Event description:
Pt reported obtaining back-to-back blood glucose results of "lo" (< 10 mg/dl), 20 mg/dl, and 161 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. While on the line with technical support, qc testing was performed on the system. Both level-one and level-two values fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.